Event description:
Caller alleged discrepant low inratio2 inr results in comparison to the laboratory inr results. Date: (B)(6) 2014. Inratio2 inr: 1.3. Lab inr: 2.4. Therapeutic range: unk. The time between testing was 20 minutes. There was no reported adverse pt sequela. Though requested, the customer was unable to provide any technique or pt specific info.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed and there were no issues related to this complaint.